Manufacturer narrative:
Investigation has not been possible due to lack of information.

Event description:
According to the complaint, a patient sample was measured at 15:30 on (B)(6) 2022 on an abl90 flex analyzer to assist in diagnosis and treatment due to pulmonary infection. The result showed that the partial pressure of carbon dioxide was 90mmhg. The doctor's judged it did not reflect the actual situation of the patient, and another sample was measured on another analyzer which gave a result of 26mmhg. The first result was considered false high by the customer.